Event description:
The facility reported a colleague infusion pump with a failure code of 712:xx. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The customer is not willing to be contacted. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 712:xx was confirmed but not duplicated during product evaluation by baxter service personnel. The assignable cause was identified as a faulty user interface module / pump head module signal harness. The user interface module / pump head module signal harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.